Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation? Yes. D.11. D.11.returned to manufacturer on: 2021-06-07. H.3. Device evaluated by manufacturer? Yes. H.4. Device manufacture date: yes. H.6. Investigation summary: bd received 30 samples for investigation. Twenty (20) samples from material # 368815, lot # 0161176 were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. From the draw testing it was determined that all 20 tubes drew within specification. Additionally, 20 retention samples from each lot # (0161176 and 0225020) from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H.9. Action reported to FDA: b01, b02, b14. H.9. Action reported to FDA: c19. H.9. Action reported to FDA: d14 h3 other text : see h.10.

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated "the tube did not fill the required amount of blood."

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex b grid (3) b17, b02, b14. Imdrf annex c grid (1) :c19. Imdrf annex d grid (1): d14. H.4. Reason code for no evaluation: other. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from each lot number (0161176 and 0225020) from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated "the tube did not fill the required amount of blood. It happened to two lots 0161176 and 0225020."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0161176, medical device expiration date: 2021-11-30, device manufacture date: 2020-06-09. Medical device lot #: 0225020, medical device expiration date: 2022-01-31, device manufacture date: 2020-08-12. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated "the tube did not fill the required amount of blood. It happened to two lots 0161176 and 0225020."